Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) confirmed that the station was not communicating, was in disconnect mode. The fse tried different network cable but no improvement. So, the fse connected a laptop to network wall port and found no network data was there. So, the fse escalated the issue to hospital information technology department. The fse closed the case because the issue was due to a communication failure on the hospital¿s side.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.